Event description:
This serious case was reported by a office manager via a sales representative. The pt received euflexxa (1% sodium hyaluronate) and had a pseudoseptic reaction. The pt received euflexxa and experienced a pseudoseptic reaction. At the time of this report, the status of the event was unk. No info about concomitant medications or medical history was provided. Additional info received (B)(4)2009: spoke with a health care professional (hcp) who reported that the pt, a (B)(6) female, received her second euflexxa injection on (B)(6) 2009 and approximately 2 or 3 days later, the pt experienced knee swelling, rash on entire body and knee pain. The pt went to the emergency room on (B)(6) 2009. Info about treatment medications and laboratory tests was unk. The pt was discharged to home that same day ((B)(6) 2009). Since an unk date, due to the event, the pt used a walker for assistance with ambulation.

Manufacturer narrative:
A total of three aspiration's were performed (dates unk) first aspiration = 75 ml; second aspiration = 63 ml; third aspiration = 20 ml. On (B)(6) 2009, the pt's white blood cell count was 7600 (normal range not provided). On an unk date, the white blood cell count decreased to 1500. At the time of this report that status of the event was not resolved. Additional medical history included: completion of euflexxa series (3 injections) in (B)(6) 2008, without problems. On (B)(4) 2009, additional info received: the hcp reported that the pt was seen by the physician on (B)(6) 2009. The physician aspirated 16 ml of fluid (no further details). The pt has a follow-up appointment in (B)(6) 2009. Per the hcp, the physician feels that the event was related to euflexxa. At the time of this report, the status of the event was resolving. On (B)(4) 2009, additional info received: the hcp called to confirm that on an unk date, pt was diagnosed with pseudoseptic reaction by the treating physician. Further info has been requested. If new significant info becomes available, a follow-up report will be submitted. The event was upgraded to medically significant by ferring pharmaceuticals inc. Root cause analysis: possible, based on the info received at the time of this report.